Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized. The customer did not provide further information. Although multiple requests were made for more information, the customer did not reply to the requests.